Event description:
Boston scientific received information that this patient presented after feeling several therapy deliveries. Upon interrogation of the device, high threshold measurements were noted on the right ventricular (rv) lead. An x-ray was performed and noted the positioning of the rv lead had changed since the implant procedure. As a result, the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.